Event description:
It was reported that they had a frayed desktop charger cord (dtc) and loose connector pin they noticed at least a couple months ago. Patient was not sure if the connector pin was loose because of the pin itself or if the issue was with the port on the recharger, but they had to wiggle it or hold it in a certain position in order to charge the recharger. An email was sent to repair to replace the dtc. Reviewed that if this does not resolve the implantable neurostimulator recharger (insr) charging difficulties patient will need to transition to wireless recharger. Patient will call back if not resolved.

Manufacturer narrative:
Section d information references the main component of the system. Other relevant device(s) are: product ID: 37761, serial/lot #: (B)(6). Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
Analysis of (B)(4) lot# serial# (B)(6) recharger found a frayed cord. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.